Manufacturer narrative:
Other applicable components are: product ID 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction. It was reported that on (B)(6) 2016 the patient¿s device ¿went out¿ and her back was ¿killing¿ her so she planned to use the patient programmer to check on her implant. When she tried to sync to her implant, the programmer was not connecting or interrogating and poor communication was seen on the programmer, both with and without the antenna. She tried repositioning the antenna and tried replacing the programmer batteries, but it was still not connecting. Confirming the antenna was secure and syncing with the implantable neurostimulator (ins) did not resolve the reported issue. The patient was starting to have accidents now as well, she had been in real pain, and she had not had any falls or traumas prior to these events occurring. She could hardly get up and down, the pain was in her back above the ins, and it hurt. She also had pain in the lower abdomen in the front and it was getting worse. On (B)(6) 2016, the patient was still experiencing pain symptoms. The following day, she received a replacement programmer, which showed poor communication as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.